Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Reference journal article "title: outcomes and predictors of rebleeding after 2-octyl cyanoacrylate injection in acute gastric variceal hemorrhage.¿

Event description:
It was reported in a journal article that the patient underwent a gastric variceal hemorrhage procedure on an unknown date between (B)(6) 2000 to (B)(6) 2015 and an endoscopic injection of 2-octylcyanoacrylate (2-oca) was used on an off-label basis. For the procedure, the topical skin adhesive was drawn into 3 ml syringe and injected undiluted. A specialized 21-g injection catheter was used to inject the cyanoacrylate into the gastric varices. A serious adverse event occurred as a result of the 2-oca injection which manifested as pulmonary glue embolism. Treatment of the event was not reported. No further information is available.